Manufacturer narrative:
(B)(4).

Event description:
The data log was reviewed on (B)(6) 2017 and inaccurate readings were observed. The reported event of inaccurate cgm values was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. No additional event or patient information is available. No product or data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.